Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit will not power on. There was no patient involvement.

Manufacturer narrative:
This report is being cancelled as it is a duplicate to complaint mfg report number. 2249723-2024-00963. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
This report is being cancelled as it is a duplicate to complaint mfg report number.2249723-2024-00963.